Event description:
A malfunction alarm identified as malf 12 was reported by the customer. The impact on the customer's blood glucose level was unknown, as the customer declined to provide specific information. Technical support assisted the customer with resetting the pump by providing pump reset instructions.